Event description:
A malfunction, identified by code malf 16, was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support (cts) arranged to replace the pump, confirmed the customer's shipping address, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump into storage mode and was asked to return the defective pump using a pre-paid label within ten days.